Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the balloon didn't deflate spontaneously and it was confirmed that the event occurred before use. There were no patient complications reported.

Manufacturer narrative:
Customer report of "balloon didn't deflate spontaneously" was not confirmed. The balloon was inflated using the a quality laboratory 1.5cc limited volume monoject syringe. The balloon inflated clearly, and concentrically, and remained inflated for 5 minutes without leakage observed. The balloon deflated within 3 seconds without a syringe attached. The specification is 4 seconds. The syringe, contamination shield, and introducer were not returned with the catheter. There was no visible damage to the catheter body. All through lumens were patent. A device history record review was completed and documented that the device met all specifications upon distribution.